Event description:
The probe was unable to complete the breast biopsy. A loud noise was heard and the probe cutter jammed. The doctor was able to finish the biopsy with another probe. The device was returned for analysis.